Event description:
The customer contacted philips for information and support for (B)(4) which is related to (B)(4) (for false low battery indication). There was no patient involvement.

Event description:
The customer contacted philips for information and support for cil86100225a which is related to fco86100225a (for false low battery indicationo. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text: the device was verified that battery has no issue after the customer conducts checking steps.